Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The patient's mother stated that during a clinical study, the sensor came off early and the sensor wire appeared shorter than usual. The patient went to the emergency room and had an x-ray done, which was negative and did not detect any foreign body. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.